Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red call doctor icon was identified during a remote interrogation of this device. A boston scientific technical services consultant identified an out of range shock impedance measurement greater than 125 ohms had occurred. The consultant instructed the patient to contact her physician for further information and system evaluation. No adverse patient effects were reported.